Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during basal. Customer's blood glucose was unknown mg/dl. The customer stated that they were able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No a35 alarm noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.